Manufacturer narrative:
Continuation of medical devices: 383059 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing the right atrium, resulting in an inhibition of pacing at times. The lead was removed and replaced. No patient complications have been reported as a result of this event.